Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4).

Event description:
Post operative adverse result. It is alleged by the pt's representative that injuries were sustained due to use of "fixator, screws, anils and/or pins".